Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower application was unavailable, and drawers were offline the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that a bd pyxis¿ medbank tower application was unavailable, and drawers were offline the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet displayed an error "application unavailable and drawers are offline". A technical support specialist (tss) dialed into the station verified the network connection. It was identified local area network (lan) universal serial bus (usb) 2.0 was detected and proceeded to reset the internet protocol (ipv4) settings. After restarting the application, it launched successfully. And the user was then able to access the cabinet and issue the medication without further issues. The system functioned as intended after the technical support specialist troubleshot the device.